Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple drawers were not detected on bus. The customer stated that they tried to reboot and recover but the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-aug-2022, and confirmed that this device was not previously returned for servicing, and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer had failed. A field service engineer manually removed all cubie pockets, reseated all row tray connections, removed mild debris, replaced bad rails to resolve the issue, and reattached the pockets. The system functioned as intended after the field service engineer repaired the device.